Event description:
It was reported that the patient underwent an l5-s1 posterolateral fusion surgery using rhbmp-2/acs with allograft, autograft and synthes instrumentation. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with following pre-op and post-op diagnosis: lumbar spondylolisthesis and foraminal stenosis at l5-s1; and underwent following procedure: decompressive laminectomy at l5-s1 and partial laminectomy at l4-5 with formainotomies at l4-5 and l5-s1 bilaterally; posterolateral fusion at l5-s1 using in-situ autograft, allograft and bmp; internal fixation using synthes click-x 6.2 pedicle screws and rods. Indications: the patient presented with progressive pain in the lower back and into both lower extremities which failed to improve with conservative measures. As perop notes: ¿.. The lateral masses at l5 and s1 were decorticated and combination of autograft, allograft and bmp were placed in these gutters.. The patient tolerated the procedure well..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.